Event description:
It was reported that the customer went to the emergency room and was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 47 mg/dl. Caller stated that the customer had an episode of low blood glucose last week and paramedics were called to assist customer at home. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.